Manufacturer narrative:
Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted duing visual inspection: cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damaged. The customer stated they cracked on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.